Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 9343403 was not found for the reported catalog# 328290. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub and remained in the shield during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "lot # 9343403 - needle hub separated and stayed inside of the shield."

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub and remained in the shield during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "lot # 9343403 - needle hub separated and stayed inside of the shield."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.